Manufacturer narrative:
A sample is not expected to be returned for eval. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. A root cause has not been identified. (B)(4).

Event description:
A customer reported that the system did not perform prime before surgery. The pt had received peribulbar anesthesia. The procedure was canceled. There was no harm to the pt.